Event description:
Recently 4 of these intravenous devices have been noted with leaks. All have been post cardiac surgery; all have been cracks along the manifold noted in the coronary care unit at various times and on different patients. We have reported issues with this specific manifold in the past.